Event description:
It was reported that after aortic valvuloplasty, the balloon could not be retracted through the introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is inconclusive, as the sample was not returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.